Event description:
It was reported that when the ventilator was powered up, it did not have output without an audible alarm. The ventilator was not connected to a patient when the reported problem occurred.

Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. When the ventilator was powered on, it was not delivering breaths due to the ventilator settings. The ventilator was configured in ¿CPAP + ps¿ breath mode. In this mode, there is no set breath rate. All delivered breaths will be due to patient effort flow triggers. Since there was no patient connected when the customer reported the condition occurred, there would be no breath delivery. When the breath mode was changed to volume a/c, the ventilator began delivering breaths. With the ventilator set to volume a/c, the ventilator passed an extended test run and all alarm testing. During the final test, the ventilator had a slight non-conformance with measured peep at pressure performance test 3.